Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 189 mg/dl. The customer stated that she had had several errors alarm on the insulin pump but she was unable to clear them due to the keypad being unresponsive. She noted that she took the battery out in an attempt to resolve the issue. The insulin pump sounded a long beeping noise and alarmed auto off, which she was also unable to clear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.